Manufacturer narrative:
The results of the investigation are inconclusive since the lead and the device were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead noise was incorrectly diagnosed as ventricular fibrillation episodes by the device. High voltage therapy was not delivered as the sinus was redetected. The device and the lead were deactivated per the patient's request as their condition improved. The patient was stable. Related manufacturer report number: 2938836-2017-32777.